Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 are filed under separate medwatch report number. H6: medical device problem code: 2017 - use after damage.

Event description:
It was reported that this was venous closure of the right common femoral vein using a prostyle device after a cardiac ablation interventional procedure using small-bore sheaths at the access sites. Reportedly, four different access sites were used in the procedure and one prostyle device used at each access site. The first suture was deployed, placed and used to achieve hemostasis as intended at the first access site. The second suture was deployed at the respective access site and was placed. Frayed sutures were then noted; however, hemostasis was achieved with the suture. An arterial nick occurred at this access site and manual compression was applied to treat the arterial bleed. Two other sutures were noted to be frayed after deployment at each access site. The two sutures (including one of the frayed sutures) broke completely during knot advancement with the knot pusher. Manual compression was applied for 20 minutes to achieve hemostasis. A pressure dressing was used following confirmation of hemostasis from manual pressure and used to prevent further bleeding. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is possible a suture snag occurred during deployment leading to the suture separation. The reported treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 was removed.